Manufacturer narrative:
Product code correction = dqx. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a "theune case," the bentson plus fixed core wire guide unraveled. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding patient outcome and details of the event has been requested, but not yet provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used bentson plus fixed core wire guide was returned for investigation. The distal end of the wire guide is elongated. The diameter of the device was within specifications. The weld at distal end is attached to the coil wire only and not the core wire. The safety wire not secure at the distal end. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, there is no evidence to suggest the product was not manufactured to current specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Based upon the information provided, the characteristics displayed, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.